Manufacturer narrative:
Siemens filed initial MDR 1219913-2020-00575 on november 30, 2020. Additional information - 12/08/2020: siemens customer service engineer (cse) evaluated the instrument. Background counts were elevated. Acid, base and wash 1 reagent lines were decontaminated to address problem. Background counts were rerun and results were within acceptable range. Additional information - 12/14/2020: siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) non-reproducible false reactive results with kit lots ending in 004, 005, 035 and 006. Siemens investigation determined that although non-reproducible false reactive results were observed with multiple kit lots, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore they are performing within claims and a change in performance has not been confirmed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. The advia centaur xp sars-cov-2 total (cov2t) lot 035 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
Calibration and quality control (qc) data was not provided, but the customer indicated data was reviewed, and there are no calibration or qc concerns with the assay. The sample was drawn and tested from gel barrier red top tube. The sample was clotted after sitting for an ample amount of time and then centrifuged 3000 for 10 minutes. The customer stated that results were not provided to the physician but instead noted on the report that a reorder/redraw should be obtained. It is expected that a siemens customer service engineer (cse) will evaluate the instrument. The limitations section of the instructions for use states: results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43, or due to cross-reactivity from pre-existing antibodies or other possible causes. A false positive/reactive result would not be used in isolation, and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
A customer obtained a reactive (positive) advia centaur xp sars-cov-2 total (cov2t) result for a patient sample. The initial reactive (positive) result was considered discordant when compared to the nonreactive (negative) repeat result. Pcr result was negative for this patient. A result was not reported to the physician. There are no known reports of patient intervention, or adverse health consequences due to the discordant reactive (positive) cov2t result.